Event description:
It was reported that the tubing of a clearlink secondary medication set separated from the drip chamber. This occurred during priming with saline and as the tubing was stretched to straighten it. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection, the tubing was observed to be separated from the outlet port of the drip chamber. Microscopic inspection showed no solvent on the tubing. The other junction was pull tested with no defects noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received at the time of the initial MDR submission and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.